Manufacturer narrative:
Medwatch fields b6 relevant tests/laboratory data, b7 other relevant history and d4 lot no were updated. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The patient samples are not available for investigation. The serial number of the customer's cobas pure e 402 analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable troponin t hs elecsys assay results from three patient samples tested on the cobas pure e 402 analytical unit. Patient sample (B)(6): the initial result from the e402 was <40 ng/l or 3.00 pg/ml with a data flag. The first repeat result from the cobas h 232 was 197 ng/l. The second repeat result from the cobas h 232 was 187 ng/l. Patient sample (B)(6): the initial result from the e402 was <40 ng/l or 3.00 pg/ml with a data flag. The first repeat result from the cobas h 232 was 135 ng/l. The second repeat result from the cobas h 232 was 95 ng/l. Patient sample (B)(6): the initial result from the e402 was <40 ng/l or 3.00 pg/ml with a data flag. The first repeat result from the cobas h 232 was 109 ng/l. The second repeat result from the cobas h 232 was 148 ng/l. The reporter stated that the clinicians interpret the troponin t hs results based on the point of care (poc) troponin t guidelines, as the clinicians prefer not to consider very low troponin t hs results (e.g. 14 ng/l) when determining acute myocardial infarction (ami) treatment.